Event description:
Physician used a micropuncture set and seldinger technique and advanced an 8-french sheath to the right common femoral artery. Through the sheath, a triaxial system consisting of an 8-french concentric medical base catheter over a 5-french vtech diagnostic catheter over a 0.038 glidewire were advanced into the right common carotid artery. After the procedure, at approximately c1 level, no flow limiting dissection was seen. This was iatrogenic and most likely caused by the balloon used to reverse flow in the right internal carotid artery.